Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. It was reported that the battery cap was intact and there was no evidence of moisture or corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked from the threads to the case seal. The pump powered up with audible and vibratory alerts. Unrelated to the casing issue, it was observed that the display screen was dim and discolored. In addition, the ¿down¿ arrow button responded intermittently and contamination was found under the contrast, ¿up¿ and ¿down¿ button contacts when the keypad cover was removed.